Manufacturer narrative:
The meter and test strips were requested for investigation. The returned test strips were measured with a retention meter in comparison with the current test strip master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.8 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 35%. Donor 2 hct: 38%. Testing results: donor #1: retention meter and master lot strips: 2.8 inr. Retention meter and customer strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.2 inr. Retention meter and customer strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). Patient 1: the result from the meter on (B)(6) 2019 at 1:34 p.m. Was 6.2 inr. The second result from the meter on (B)(6) 2019 at 2:15 p.m. Was 4.2 inr. Patient 1 has a therapeutic range of 2.0-3.0 inr. Patient 2: the result from the meter on (B)(6) 2019 at 1:28 p.m. Was 6.0 inr. The second result from the meter on (B)(6) 2019 at 1:47 p.m. Was 3.6 inr. Patient 2 has a therapeutic range of 2.5-3.5 inr. Patient 2 is a (B)(6) male with a birth date of (B)(6) and weighs (B)(6).